Event description:
It was reported that during the procedure, a mildly calcified, eccentric, 90% stenosed, de novo lesion in the posterior descending coronary artery was successfully pre-dilated with a 2.25x15 nc trek rx balloon dilatation catheter (bdc) via radial access. After deploying an unspecified stent, the nc trek rx bdc was advanced without resistance to the stent for post-dilatation. However, during the 1st inflation, the balloon ruptured at 16 atmospheres. The nc trek rx bdc was withdrawn from the anatomy without resistance. Post-dilatation was completed using a new nc trek rx bdc. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.